Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up, down and ok keypad buttons reportedly were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/30/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact; there was no evidence of peeling or tearing to the keypad cover. The keypad buttons were found to be responsive to button presses. There was no excessive force needed to press the buttons and the keypad buttons had normal spring back and click. The keypad cover was removed and there was no contamination found under the button key contacts. The reported issue with keypad buttons was not duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be dim and discolored. Also unrelated to the complaint, the battery compartment was found to be cracked between the grip and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.